Manufacturer narrative:
The investigation for the reported pump stop has been completed. The pump was returned for evaluation. Visual inspection found blood ingress in the purge lumen and other related components. High purge pressures (pp) provided during bench testing. Data logs showed high pp immediately during case start and remained for the rest of the case with purge system blocked and high pp alarms. Logs also show about 16 minutes from the pump starting, there was a high motor current pump stop that could not be restarted. The root cause of the temporary pump stop was blood ingress due to a purge blockage from damage to the reservoir to filter joint. A data trend chart was pulled and this is the only instance of a temporary pump stop caused from a purge blockage of the reservoir to joint filter due to a product malfunction.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿.

Event description:
The user facility reported a 64-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The medical team had an impella cp stop during the support. The pump was unable to be restarted despite all typical troubleshooting measures. The pump was explanted and replaced when patient condition deteriorated without support. ECMO was additionally placed.